Manufacturer narrative:
The reported event that the lens broke off was confirmed through the visual inspection. It was observed that the large led lens was broken off. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was identified during the service evaluation process conducted at the manufacturer facility that the lens of the device had broken off. No patient involvement or delays were associated with this event.

Event description:
It was identified during the service evaluation process conducted at the manufacturer facility that the lens of the device had broken off. No patient involvement or delays were associated with this event.